Event description:
It was reported that, post-operatively to a robotic laparoscopic gynecological procedure, the patient reported experiencing increasing swelling on their left side as well as pain after eating on the left side. The patient also experienced ecchymosis of the left abdomen. This resulted in the patient being newly hospitalized, but the adverse event did not result in additional treatment. The patient has since recovered. This adverse event has a causal relationship to the study procedure and no relation to the study device per the site related assessment by the investigator and sponsor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.